Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "oxygen (o2) proportional stuck" code was found in the ventilator's downloaded error log. The manufacturer's service technician replaced the device's oxygen blending module (obm) assembly and obm harness to address the issue. Additional findings not related to the malfunction/issue the a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log for the trilogy ev300 device. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue the service technician replaced the machine flow sensor on the device. After the parts were replaced, the service technician performed an upgrade of the software for this device. The service technician performed the final test, and the device had passed it.